Event description:
It was reported that the patient presented in clinic for generator change on (B)(6) 2022. It was noted that the patient's right ventricular lead was under advisory. Prior to the procedure, it was confirmed via fluoroscopy that the lead presented with externalization of conductor. The lead was capped and replaced during the procedure. There were no patient consequences and the patient was in stable.

Manufacturer narrative:
The relevant test data was not mentioned in the initial report.